Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 23, pump error 49, pump error 68, or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer blood glucose reading was unknown. Troubleshooting was performed. Customer used new battery. Customer stated there was no physical damage. Customer performed self-test and the setting was completed. Customer stated the software issue reoccurred. The insulin pump will be returning for analysis.